Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient was in the emergency room (ER) for "cord syndrome." It was noted that a physician's assistant (pa) was requesting urgent MRI guidelines. Technical services reviewed MRI guidelines with the pa. It was later reported that the patient had presented to the ER with gastritis, acute lumbar back pain, and bowel and bladder incontinence. It was noted that the patient was unable to have an MRI of the lumbar spine due to her spinal cord stimulation (scs) device, but was going to have a CT scan to determine if the patient had "cauda equina syndrome". However, it was noted that the patient had left the ER against medical advice before the CT scan could be performed. It was also noted that the patient had an appointment scheduled with her gastro-intestinal specialist on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.